Event description:
Patient inherited from another physician. Screw broke from fatigue due to pseudoarthrosis - lack of anterior support. Physician recognized this as the cause. Replaced construct and provided anterior support with transvertebral fibular strut.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the screw had fractured in the transition area between the flex ball and the shank. The screw was sent to the lab for fracture analysis. A scanning electron microscopy analysis was performed on the fractured surface to facilitate a more detailed investigation of the fracture characteristics of the part. The screw¿s fractured surface exhibited smooth and grainy/rough regions, indicative of fatigue failure. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (rough region) took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the mis cann poly scw 7x35mm,ti found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the mis cann poly scw 7x35mm,ti was conducted. The analysis was only conducted on the product code because any change in diameter or length of the screw would change the forces put on the screw. Review of complaints found no significant trends. The root cause for the mis cann poly scw 7x35mm,ti is most likely the result of the pseudoarthrosis, based on the fracture analysis showing failure consistent with material fatigue and the surgeon evaluation of pseudoarthrosis. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.